Event description:
The fr2 lower optional button did not work. (B) (4).

Manufacturer narrative:
Method: device internal memory reviewed. Conclusion: report is being filed as it cannot be concluded that recurrence would not lead to adverse event.